Event description:
Reporter indicated that the pt was diagnosed with wound dehiscence by neurosurgeon at the end of 2003. It was reported that the wound has since developed pus and drainage and appears to be infected.